Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release when she had gone out for dinner. She also stated that the set that she had on, would not stick together when she went and came out of shower and the quick release was turned. The site location was left abdomen and pump was worn on her left side. The infusion had been in use for three days and the pump was not dropped with the set connected to her body. No further information available.